Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 590 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg level. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.